Event description:
(B)(4). Horrible periods; a lot of bleeding during period. A lot of pain with periods. Weight fluctuations, horrible cramping all the time. It felt like constant stabbing around the tubes area. Allergies, frequent uti's, bladder, and yeast infections. Migraines. Neck, leg, back, and feet pain. Muscle spasms, labor pains and no pregnancy and contractions. Scar tissue, muscles and tissue growing into my uterus, ovarian cysts. I had to have a laparoscopy hysterectomy removing the cervix, uterus, and fallopian tubes and coils. Depression and anxiety. Etc.